Manufacturer narrative:
Analysis synthesis: review of the manufacturing process revealed that for the subject lead, no nonconformities or any other anomalies related to the suture sleeve placement or the manufacturing process were identified. Additionally, as no pictures or other objective evidence were provided to confirm that the product was shipped without the plastic part (tip protector) or that the suture sleeve was located on the screw housing when the package was opened, it was not possible to confirm the reported event or associate it with a manufacturing process deviation. Nevertheless, an awareness notification was issued to the appropriate production personnel to reinforce the importance of verifying the correct position of the suture sleeve and the associated components during the manufacturing process. This case is recorded for trending purposes.

Event description:
Reportedly, the suture sleeve was on the tip/screw of the lead, the cardiologist did not want to implant a lead presented like this.